Event description:
It was reported that the atrial lead could not be inserted into pulse generator header. A new device was used successfully. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead(s) into the pulse generators header, due to a front seal from an unidentified lead inside the atrial cavity which prevented the lead to be fully inserted.